Manufacturer narrative:
(B)(6). Results: bd received sample and photos by the customer facility for investigation. The sample and photos were evaluated and the customer's indicated failure mode for fill line discrepancy with the incident lot was observed, sample reference lines were misprinted on tubes. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: confirmed complaint. Bd was able to confirm the customer¿s indicated failure mode because the defect was evident in the testing of the returned sample. Root cause: alignment guides on tube feeders out of specifications.

Event description:
It was reported that fill line was printed lower than usual on the bd vacutainer® plastic k2edta tube, conventional stopper 13x75 mm 2.0 ml. No serious injury or medical intervention.